Manufacturer narrative:
In-depth analysis revealed that the observed issue resulted from an incorrect configuration of the sim card, as the option allowing worldwide network communication was deactivated. - further investigations are ongoing to determine the root-cause of the deactivation of the worldwide option. - it should be noted that the worldwide option was remotely reactivated in december 2023. However, the smartview connect which were initialized before the reactivation of the option could not recover normal functioning in australia, thus explaining the observed behavior. - in addition, the shipment of devices with a sim card affected by this issue was blocked, to prevent recurrence of this issue.

Event description:
Reportedly, the smartview connect could not be paired as the message 'no signal' was displayed on the screen.

Event description:
Reportedly, the smartview connect could not be paired as the message 'no signal' was displayed on the screen.